Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 187mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, there had been a temperature change to the pump prior to the occlusion alarm occurring. Tandem technical support recommended the customer to wear the pump in a case to prevent temperature changes to the pump.